Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 514 mg/dl; cause was not known. Correction bolus was delivered via insulin injection to address bg. Pump system check was performed with tandem technical support; no device issue was identified. Upon follow up, customer reported to have changed the infusion set; no issue was observed with the site. Bg lowered to 232 mg/dl.